Event description:
It was reported that during the implant procedure, when the physician pulled out the stylet, the atrial lead dislodged. The helix was unable to be retracted for repositioning. The atrial lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4). - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor was distorted. There was blood in/on the helix/lobe mechanism. Apparent explant damage was also noted.